Event description:
New information received indicates that the device was found to be in backup vvi mode again and the device was unable to be reprogrammed. The device was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and it was noted an anomalous component on the hybrid was noted. The root cause of the bvvi was the anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a merlin alert for back up vvi. The patient was brought into clinic the following day and a device download was performed successfully. The next day a patient initiated transmission confirmed the device was in back up vvi again. The patient presented in clinic the day after and a device download was performed successfully.